Manufacturer narrative:
The device has been rec'd and evaluation is in progress. A follow up report will be submitted upon competition of the investigation.

Event description:
It was reported that during an anterior cruciate ligament reconstruction (right knee), the threads of the implant collapsed on the insertion after the 2 or 3 turn of the implant. The customer reports the surgeon could not obtain any purchase with any of the two screws used and could not fixate the graft. The screws were backed out and removed. The surgery was delayed over 30 minutes but no additional adverse consequences were reported with the pt from this event. No further pt info was provided by the customer. This device is used for treatment.